Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. Possible under delivery anomaly not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test with audio alert. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The pump also passed tone check and vibrate check during self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the boluses listed on the event date 24-oct-2023 in the pump history file. (B)(6) 2023 00:43:47.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 31250 (3.125 u) bolusamountdelivered: 31250 (3.125 u) (B)(6) 2023 03:09:29.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 27500 (2.75 u) bolusamountdelivered: 27500 (2.75 u) (B)(6) 2023 04:47:57.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 21000 (2.1 u) bolusamountdelivered: 21000 (2.1 u) (B)(6) 2023 04:54:15.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 21500 (2.15 u) bolusamountdelivered: 21500 (2.15 u) (B)(6) 2023 08:06:53.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 28000 (2.8 u) bolusamountdelivered: 28000 (2.8 u) please see below for the daily total of all insulin delivered on the event date 24-oct-2023 in the pump history file. (B)(6) 2023 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered: 298250 (29.825 u) dailytotalofbasalinsulindelivered: 169000 (16.9 u) dailytotalofbolusinsulindelivered: 129250 (12.925 u) there were no autosuspend (12) alarm or usersuspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 24-oct-2023 in the pump history file. (B)(6) 2023 06:46:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6) 2023 13:30:28.000 batteryremoved (55) (B)(6) 2023 13:30:28.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 13:30:41.000 batteryinserted (44) (B)(6) 2023 04:45:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 04:45:58.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 04:47:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal (B)(6) 2023 12:22:36.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 12:55:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 7:19:58 pm. There was no power data available for the date of (B)(6) 2023 . Unable to check power data for low battery alert. However, the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test with audio alert. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. Lowbatteryalert unknown. Nodelivery (7) alarm not confirmed. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Insulin flow blocked alarm/no delivery alarm not confirmed. Audio/vibrate anomaly/absence of alarm not confirmed. Possible under delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. "The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 21 mmol/l and was treated as hospitalized. Customer's blood glucose value at the time of call was 16 mmol/l. Customer experienced diabetic ketoacids due to high blood glucose. In addition to that customer reported due to cannula had bent customer alleging under delivery of pump but pump did not alert, occlusion leads to high blood glucose. Troubleshooting was performed and found that the pump was used within 48 hours of reported high blood glucose event and the auto mode feature was not active at the time of the event. No further patient complications were reported. Customer will continue using the insulin pump. The insulin pump will not be returned for analysis.